Event description:
A customer site released test results from four invalid factor v leiden kit (for use with the lightcycler 2.0 instrument) test runs. The customer specified that they review the growth curves prior to releasing test results. As per the product labeling, the test run should have been invalidated and repeated. It is unknown whether any of the invalid test results were inaccurate and/or lead to an incorrect patient treatment decision/change.

Manufacturer narrative:
As per the product labeling, customers are instructed that negative and positive controls must be included with each test run. If either control is invalid, the customer must repeat the entire process (specimen and control preparation, amplification and detection). As reported by the customer, patient results that were generated within a test run that contained an invalid positive control were reported. This is an off-label practice that might result in the release of erroneous, but believable, results. In addition to the labeling within the package insert, a product bulletin ((B)(4)) was made available (B)(4) to reaffirm that test results must not be reported if the test run is invalid. This issue does not represent a product malfunction as the product labeling provides clear and sufficient instructions for performing the test. Additionally, there was no report of a death and/or serious injury as a result of the customer's off-label practice. (B)(4).